Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, which resolved the issue, allowing continued use of the pump without the recurrence of the malfunction code. Customer was advised to contact technical support again if the issue reappears.